Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the failure to open was not determined. There were no additional steps or other devices attempted to open the pipeline.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid cavernous with a max diameter of 13 mm and a 8 mm neck diameter. Landing zone: distal: 4.5 mm and proximal: 5.0 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was optimal. Post operative findings related to blood flow contrast showed no issues. It was reported that the distal end was secured and the pipeline was delivered, although the sleeve was removed and deployed at middle cerebral artery (mca), tip deployment failure occurred. The sleeve was removed again and deployed, but there were no changes. Some deployment was observed in front of the tip, so when it was guided to the tip indwelling placement position and deployed, the area other than the tip deployed well, but could not land in the appropriate placement position due to tip deployment failure. After that, it was guided to the mca again and an attempt was made to deploy it, but the tip did not open, so it was collected. It was reported deployment failure occurred in the distal stent region. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. The stent was removed from the patient's body by resheathing and retrieving with the microcatheter. The pipeline was not used as an indication that is off-label. The reported d evice and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.